Event description:
(B)(4) essure was implanted in 2010 by my provider tricare. Since the implantation I have seen numerous obgyn's and my primary doctor. After numerous tests no one could give me a reason for the following symptoms; consistent bleeding with large clots (was put on birth control to stop bleeding) test results from a biopsy showed no pre cancer cells, cysts, or fibroids. I see a therapist for anxiety and panic attacks which I have never had prior to implantation. I have hypothyroidism and on meds with no real positive results. Im always tired, irritable, and have mood swings. My hormones are out of wack even though I'm on birth control. I've gain about (B)(6) lbs since implantation. At the beginning I would gain 8-10 in a month. Up until I was (B)(6), I weighed on average about (B)(6) lbs. My joints are always stiff and my hair has fallen out so much and even my hairdresser was concerned. I have a rash that will not go away on my right arm. I get headaches weekly that have become migraines from hell. My stomach is always bloated and after 4 ultrasounds they said there is too much fluid and swelling to see my ovaries. After numerous attempts to diet, I fail which is not normal for me. Whenever I sit down and stand up to quickly I have sharp pains and it takes a minute for it to go away. I also have pain during ovulation and during sex. Now, I have no sex drive! I want essure removed and I'm currently looking for a dr in the (B)(6) area to remove them. I do not want to be treated for anxiety the rest of my life or do I want to continue feeling the way I have since 2010 when they were implanted. No one should endure this.